Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer purchased the soft-picks original and found that the green bristles were missing on 10 of the picks.